Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab sheer comfort flex assorted 80s USA 381370046691 8137004669usc 8137004669usc. Lot # is not available. UDI # (B)(4). Upc # (B)(4). Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2021-00011. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with band aid bandage sheer comfort flex assorted. Consumer reported that on (B)(6) 2021 she experienced an allergic reaction (redness and itching). Consumer sought medical attention from a health care professional (hcp), and the hcp prescribed an unknown steroid cream for treatment. The consumer is still experiencing a little itchiness. This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2021-00011. The same patient is represented in each medwatch.